Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Address two (2) continued: (B)(6).

Event description:
The initial reporter complained of discrepant results for one (1) patient tested for elecsys hcg + b (hcg + b) on a cobas 8000 e 602 module. The initial result was 505.2 miu/ml. The sample was repeated with results of 195.8 miu/ml, 195.6 miu/ml, and 197 miu/ml. A new sample was obtained and the result was 32.04 miu/ml. This result was believed to be correct. On (B)(6) 2021 the original sample was repeated again with a result of 216.8 miu/ml. On (B)(6) 2021 the original sample was repeated again with a result of 222.9 miu/ml. On (B)(6) 2021 the original sample was sent to another laboratory and tested by an e602 module with results of 207.1 miu/ml and 205.7 miu/ml. Questionable results were reported outside of the laboratory. The hcg + b reagent lot number was 454060 with an expiration date of 31-may-2021.

Manufacturer narrative:
The field service engineer (fse) did not find any instrument issues. Calibration and qc were acceptable. The customer used 13mm sample tubes with no rack adapters. Product labeling states that rack adapters are "mandatory for tests on e602 modules in tubes with a diameter = 13 mm." No issues were identified during a review of the alarm trace data from the day before the event. No alarm trace data was provided from the day of the event. A general reagent issue can be excluded as qc results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.